Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that the pump only delivered 40ml of a 570 ml dose. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint, and that they did not have any further information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and no non conformances were found. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering accurately. They stated that the pump only delivered 40 ml of a 570 ml dose. Mmdg followed up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint, and that they did not have any further information. (B)(4).